Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found red staining on the catheter winding threads that show the catheter was used in a patient. The unit was found to have a proximal winding slip. The root cause of the thread unwinding is the proximal winding slip due to excessive pull force when the balloon is inflated. Engineering was unable to confirm the customer experince as the returned unit does not match the customer description of an unused unit. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products this report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "please see the report '(B)(4)' with pictures. (While preparing for the operation on (B)(6) 2015) a medical staff opened the catheter package before use for a surgery. The customer found the string came up from the area where the balloon and the shaft are fastened. Another catheter from the hospital inventory was used for the operation. This event didn't affect the patient." Patient status - no health damage has been reported with the patient